Event description:
It was reported that an ilet device exhibited a charging problem, with the user noting the device did not charge overnight and the battery was running low at work, and a replacement charger was arranged; the implicated component was the battery charger. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging failure involving the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.